Event description:
It was reported that "leads were activated that put the patient in the hospital". It was also stated that the patient traveled to (B) (6) a three times to get reprogramming. The manufacturer representative spent considerable time with the patient and was not aware of the patient being in hospital. Further details were not provided.

Manufacturer narrative:
(B) (4).